Event description:
Based on additional information received on 28-nov- 2017, this case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added. (B)(4). This unsolicited case from united states was received on 28-nov-2017 from a non-healthcare professional. This case concerns a (B)(6) male patient who received treatment with synvisc one and later after unknown latency had knee pain and swelling. Also device malfunction was identified for the reported lot number. No medical history, concomitant medication or concurrent condition was provided. The patient had past treatment with synvisc one. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection (repeat injection) once (dose, frequency and indication: unknown) (batch/lot number: 7rsl021; expiry date: may- 2020) into the left knee. On an unknown date in (B)(6) 2017, after unknown latency the patient complained of knee pain and swelling. Since an unknown date, device malfunction was identified for the reported lot number. Action taken: unknown. Corrective treatment: not reported for both the events. Outcome: unknown for both the events. (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 28-nov-2017 and 17-dec-2017 (both processed together with the clock start date of 28-nov-2017). This case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added. The global ptc number with ptc result was added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 25-dec-2017: this case concerns a patient who received treatment with synvisc one injection from the recalled lot and later experienced to have left knee pain and left knee swelling. Based on the available information, temporal relationship can be established between the events and the suspect product. However, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relation of the events to the product cannot be excluded